Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report: 3006705815-2018-01250. It was reported the physician drained the patient¿s lead site of clear fluid on (B)(6) 2018, and the patient was placed on antibiotics as a precaution for a possible infection at the lead site. Additional information identified the patient was hospitalized and treated further with antibiotics, and the physician decided to explant the scs system. The patient was discharged from the hospital on (B)(6) 2018 and will continue IV antibiotics for an additional five weeks.